Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received dilaudid (15mcg/ml, 6.75mcg/day) in an implantable pump non-malignant pain. Volume discrepancies occurred with the expected residual volume (erv) and actual residual volume (arv) during the previous 2 refills. One volume discrepancy was noted to be too much and one less. The exact volumes were unknown. The patient experienced not as much relief and felt like she had withdrawal symptoms. The logs were read and no motor stalls were seen . A catheter dye study was attempted, but the catheter was unable to be aspirated. The patient underwent exploratory surgery and the catheter was found to be fractured at the anchor and was not intrathecal. The pump and catheter were replaced on (B)(6) 2016. The issue was considered to be resolved. The patient's status at the time of the event was stated to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.